Manufacturer narrative:
(B)(4). Device evaluated by MFR: the unit was returned with its original pouch. The unit returned has jumped coil and peeled coating, as part of overall visual revision. The device matches with upn provided by the customer. Visual inspection was performed and the device has a coating damage at 220.2cm. It also has a coating damage at approximately 244cm to 235cm from the proximal end. All the outer diameter (ods) and guide wire overall length taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-04591 reportable based on device analysis completed on 25-jun-2015. It was reported that coating issue and difficulty tracking over the wire occurred. A 038/260 amplatz super stiff¿ guide wire was selected for use. An attempt was made to advance a catheter over the guide wire but this was unsuccessful despite multiple attempts using several catheters. The guide wire was removed and it was noted that the coating on the wire was defective. Another two 038/260 amplatz super stiff¿ guide wires were selected however the catheter would still not advance over each guide wire and it was also noted that the coating on both wires was defective. The three amplatz super stiff¿ guide wires were not used in the patient. However, returned device analysis revealed peeled coating.